Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 250 mg/dl. Customer stated that the insulin is squirting out. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.